Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was hard to read due to scratches on it. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated that the insulin pump had low reservoir alarm but reservoir was full, however they were able to clear the alarm. Customer also reported that sometimes insulin was squirting out from cannula while priming and batteries were not lasting long after inserting. The insulin pump will be returned for analysis.